Event description:
Baxter (B)(6) received a report of an infusor that had a fluid leak. The leak was contained in the green overpouch. The customer also stated that the flow restrictor was broken away from the tubing. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual inspection of the sample revealed the cause of leakage was due to broken tubing at the solvent-bonded junction of the luer. Microscopic examination of unit revealed that the tubing had a jagged surface at separation. A jagged surface is indicative of excess pull force applied to tubing during handling of unit causing its separation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.